Event description:
The customer reported that the device displayed error 11: flash memory. There were no adverse reactions reported during the use of this device. The device was returned for further evaluation. Technical error 11 (flash memory) triggers an alarm and stops the pump. The device has been received, but has not yet been evaluated. A follow up report will be submitted once the evaluation is completed.

Event description:
Upon further evaluation, this event was found to not be reportable.